Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative that there was resistance when trying to advance the introducer on the vizigo sheath. They also reported that there was backflush in the valve when flushing. They stated that it looked like the hub got pushed in when attempting to insert the introducer. The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. The sheath never went in the body. Could not flush from the beginning. The physician could not put the introducer in the sheath. The issue was solved by replacing with a new sheath. No catheters were used. The valve appeared to be separated and the sheath did not flush apparently. Hemostatic valve was the section that broke. The physician believed that the hemostatic valve (gasket) dislodged inside the hub, but it did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 14-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative that there was resistance when trying to advance the introducer on the vizigo sheath. They also reported that there was backflush in the valve when flushing. They stated that it looked like the hub got pushed in when attempting to insert the introducer. The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The hemostatic valve separation issue reported by the customer was confirmed. The resistance issue could be related to the dislodged valve inside the hub. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).